Event description:
During the procedure, insertion difficulties were noted when attempting to advance the ep catheter to cannulate the coronary sinus (cs). The catheter was removed, and a contract venogram was performed demonstrating a dissection of the main cs into the epicardial fat. An attempt to cannulate the true lumen was unsuccessful. More proximally, engaged what appeared to be the middle cardiac vein and a contract venogram showed evidence of dissection. One more attempt to cannulate the true lumen was attempted, but unsuccessful. The procedure was terminated and the lv port was capped. No other treatment was required. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.